Event description:
Patient underwent revision of her rotator cuff repair 6 months post op. During revision, anchors were not visible, but eyelet appeared to have completely pulled out of the anchors. This is the anterior anchor placed. This device is used for treatment.

Manufacturer narrative:
The implant was not returned and the lot number was not provided. DHR review could not be performed, and the manufacturing date was not determined. The condition observed during revision at 6 months post-op, was possibly a result of the expected implant degradation process. Product dfu states that the implant is designed to provide the necessary pull out strength during the healing period (verified in an in vitro test through 12 weeks). The pt may have experienced a delayed healing, which may have been contributed to the event. However, the exact cause of this event could not be determined.